Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that one day post rx acculink stent implantation in the left internal carotid artery, the patient experienced aphasia and slurring of words, which was diagnosed as a transient ischemic attack. No treatment was provided. On (B)(6) 2009, the patient was discharged home with symptoms continuing, but improved. Forty-five days post-procedure, all symptoms were resolved. There was no additional information provided.